Event description:
The device object of this report could not be interrogated. A device re-initialization was recommended and performed successfully on (B) (6) 2009.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to ovatio crt model approved under (B) (4). The analysis is pending.